Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.

Event description:
It was reported that the patient had been hospitalized at (B)(6) with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 455 mg/dl while wearing the pod 72 hours or longer. There were no reported symptoms as well as how the patient was treated. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that all alerts, reminders, and notifications were correctly generated, including multiple automated delivery restriction alerts due to the automated algorithm delivering at the max automated rate for an extended period in response to increasing and high estimated glucose values, and missing sensor values reminders. The cloud data showed that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus. No evidence of issues with insulin delivery or any other issues with the system were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.